Manufacturer narrative:
Product manufactured but not sold in the u.s. (B)(4). No similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -18.0 diopter into the patient's right eye (od) on (B)(6) 2018. The surgeon reports pigment dispersion. The lens remains implanted, surgeon states the patient is okay and will be monitored.